Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. The sample has the skin adhesive stuck on the sleeve. This indicates the skin adhesive didn't stick on the skin and confirms the reported issue. A CAPA was opened to determine the root cause. If additional information becomes available, the complaint will be reopened and updated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the catheter doesn't stick well to the skin. No patient injury was reported.